Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during unspecified lesion dilatation, the fox plus balloon ruptured at 15 bar. There was no adverse pt effect. Though requested, no add'l info was available.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not completed.